Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over the a couple days that ranged between 380 mg/dl and "high"; cause was unknown. Customer addressed bg level by administering a manual injection and delivering a bolus.